Event description:
It was reported that stent dislodgment inside the patient occurred and removal difficulties were encountered. The target lesion was located in the severely calcified right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advance for treatment. However, when advancing cross the lesion, the stent was dislodged. The stent lodged in the left anterior descending artery. Minor removal difficulties were encountered, however, the device was ultimately removed as a whole and no component was left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient was in stable condition after the procedure.

Event description:
It was reported that stent dislodgment inside the patient occurred and removal difficulties were encountered. The target lesion was located in the severely calcified right coronary artery. A 38 x 2.75 promus premier drug-eluting stent was advance for treatment. However, when advancing cross the lesion, the stent was dislodged. The stent lodged in the left anterior descending artery. Minor removal difficulties were encountered, however, the device was ultimately removed as a whole and no component was left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient was in stable condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.75 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.